Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial#(B)(6) product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device to an implantable neurostimulator (ins). The indication for use was spinal pain. It was reported that when the patient was trying to charge the ins they were getting a burning sensation on the recharger, and no patient harm reported. The manufacturer's patient services specialist (pss) asked and the patient stated that it was hard to tell what part of the recharger was creating the burning because it is on their back. The patient reported that the rubber had worn off where the cord went into the paddle. The patient stated they started to charge the implant again but it took a long time to charge and took several attempts. Pss asked event date, and the patient stated it had been a long time. A replacement recharger was sent out.

Manufacturer narrative:
Event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID (B)(4) (serial: (B)(6)); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.